Event description:
It was reported that during a da vinci-assisted hiatal hernia procedure, a segment of the cadiere forceps instrument broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgical instrument repair technician and obtained the following additional information: the technician informed the reported issue occurred during a hiatal hernia repair procedure. It was noted that the cadiere forceps instrument was inspected prior to starting, and nothing out of the ordinary was observed. During the surgical procedure, the surgeon did not notice any issues with the functionality of the instrument. The technician that the instrument was in use for about 1 hour prior to the reported issue. At the time the fragment fell into the patient, the surgeon was retracting. The technician stated that the fragment fell inside the patient during an instrument collision. A bedside assistant used a grasper to retrieve fragment. It was confirmed that all fragments were retrieved as the broken piece fit perfectly to the broken cadiere forceps instrument. No additional procedure was required, nor were any post-operative test like x-rays or ultra sounds were performed. The surgeon believed that possibly the contact with the other instrument could have cause the fragment to fall. Upon final removal of the instrument, the wrist was straightened and the surgical staff observed no resistance. No damage was observed on the cannula and instrument after the event. A backup instrument was opened to continue. The technician informed the procedure was converted due to the case being difficult and not related to the instrument breaking. The patient has not returned for any post-surgical complications. No images/video was available for review. The technician informed the procedure was converted to open due to patient anatomy. It was noted the procedure was in progress for 1 hour when the issue occurred. The patient was ok. The procedure was completed open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The cadiere forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.207¿ x 0.657¿ was found to be broken off. It was noted that the broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. It was noted the instrument had 2 lives remaining. The remotefe logs confirmed the customer used the cadiere forceps instrument part# 470049-07, lot# n12200323-0239 during a procedure on (B)(6) 2020 with system (B)(4). It was noted the instrument was used for 5:54 minutes and then replaced with cadiere forceps instrument part# 470049-07, lot# n11200420-0148. The logs show cadiere forceps instrument part# 470049-07, lot# n12200323-0239 had 2 lives remaining. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.